Event description:
It was reported that there was a revision surgery completed on (B)(6) 2015 due to a broken plate and non-union of the patella. An unknown mesh plate and an unknown number of locking screws were removed. The locking screws were removed and appeared intact. This report is for one (1) unknown plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Date of post-operative break is unknown. This report is for one (1) unknown plate. Per the facility, the complainant part will not be returned for manufacturer review/investigation. PMA/510(k): unknown as no part or lot numbers were provided for the complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.